Event description:
Reporter alleged, the customer obtained discrepant blood glucose results of hi (greater than 600 mg/dl) back to back with a result of 50 mg/dl, when testing was performed within 1 min of each other on the advantage system. Reporter stated, the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.